Manufacturer narrative:
(B)(4)

Event description:
It was reported that high, out of range, high voltage impedance was observed on the device. Physician elected to not take any further action at this time. Patient was stable before, during and after the event.